Manufacturer narrative:
Failure analysis investigations confirmed the customer-reported complaint. The instrument was found to have a broken grip cable at the grip hub amplification pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument cable broke and came apart while inside the abdominal cavity. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained additional information: wires broke and came apart while inside the abdominal cavity.